Manufacturer narrative:
The account adjusted the CPR cables to resolve the alleged issue with the head section slowly drifting down. The CPR cables were adjusted too tightly.

Event description:
The account alleged that the head section drifts slowly down on this bed. Account stated that there were no injuries.